Event description:
My mother was being bathed and was seated in her aqua sense foldable bath and shower seat. Her caregiver was washing her hair, when the back of the seat spontaneously broke off. My mom then fell backwards in the bathtub, resulting in a two inch laceration on the back. I have the product to prove that it broke and I emailed the company. Document number: (B)(4). Report number: (B)(4).